Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping during the night (approximately 3:30am). When waking up, patient was lying on the tubing/bag. They reset and went back to sleep without looking at the pump or tubing. When they came to the clinic the pump read infusion complete. They discovered that there had been a leak when opening the bag to remove the pump. It appeared that the leak occurred where the tubing was attached to the cassette. They believe that it somehow loosened the connection between the two when they lie on it. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 9/18/2024. H6: codes were updated. One device was returned for investigation. Customer reported the pump was beeping and was leaked. The device was duly received at our service center, where it underwent the necessary repair procedures. Following the completion of the repair process, the device was returned to the customer. Therefore, it is not feasible to conduct the investigation (pci) at this stage, as the device is no longer available in our facilities for further analysis. The probable cause of the reported problem unknown.